Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels ranging between 600-628 mg/dl. Reportedly, the customer was mixing old and new insulin. Tandem technical support educated the customer on insulin labeling. Further troubleshooting with tandem technical support was performed and determined insulin was not being delivered from the cartridge. A manual insulin injection was administered to address bg level. Customer changed the cartridge to resolve the issue and resumed insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.